Event description:
It was reported that the ilet touchscreen cracked after the patient fell from a scooter, and the pump remained functional but was no longer watertight, necessitating replacement. Symptoms included no reported changes in blood glucose. Outcomes included device replacement and instructions to shut down the ilet, back up therapy as desired, and continue cgm use with the dexcom app or receiver. Investigation included coordination for shipment of a replacement device, return of the original device with a provided label, data sync to the mobile app prior to return, and communication that device data would not transfer and that a full startup would be required on the replacement. Investigation of this device revealed damage to the display consistent with external physical impact, with no reported alerts or alarms and no clinical impact on glucose levels. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage from an external impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.